Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident appears to be related to anatomical interference.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 30-25mm talisman pfo occluder was chosen for implant using a 9fr amplatzer talisman delivery sheath. During deployment, the right atrial disc deformed into a rounded shape and the operator could not correct the configuration. It was reported that the rounded right atrial disc was pushed by the delivery cable prior to detachment. A decision was made to replace the device with a 25-18mm talisman pfo occluder. The replacement device was implanted in the patient with no adverse health consequences. It was reported there was interaction with the cardiac structure during deployment due to patient anatomy with a smaller left heart. The patient remained hemodynamically stable throughout the procedure. There was no angulation/kink with the delivery system.